Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Fax number and last/given name unknown / not provided.

Event description:
It was reported that the implant had been restored and the platform fractured about 2 weeks after restoration. The implant was removed and replaced with another implant. As a result of this event, no injury to the patient reported.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated.h6: component code was added: 4755.h6: health effect impact codes were corrected: 4624 and 4627.h6: investigation type codes were added: 3331, 4109, 4110 and 4111.h6: investigation findings code was added: 3252.h6: investigation conclusions codes were added: 4307.h10: narrative/data was updated.one tapered screw-vent implant (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified a fractured platform. Additionally, there was bone residue around the external threads due to usage. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event.monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet.pre-existing condition noted on the per was bruxism. The reported device had been placed on tooth #20 (universal) for approximately 10 months. Functional testing could not be performed since the product was fractured. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review for the lot (1232982) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232982) for similar events (complaint category keywords: fracture: implant) and 2 other complaints were identified. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading, use of implant outside of intended use or parafunctional habits of the patient (bruxism).no further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.